Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had high blood glucose . Blood glucose value was 411 mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to a magnetic field. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was received with broken battery tube threads and cracked case at display window corner. (B)(4).